Manufacturer narrative:
The customer was contacted inquiring for patient information, but the customer did not respond.

Event description:
The customer reported that the nurse call connector on the main board has broken off.. The customer reported that the unit was in use on patient, but there was no patient harm.